Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced sensing difficulties, possibly due to a myocardial infarction the patient experienced on the same day. The right atrial (ra) lead also exhibited undersensing, possibly due to the myocardial infarction. The device was reprogrammed to the most sensitive setting. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).